Manufacturer narrative:
(B)(4). Age at time of event: mid 60's. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The procedure was indicated due to an acute myocardial infarction. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon delivering the device, the stent got dislodged from the stent delivery system (sds) to the rca. The physician was able to snare the floating stent with a small balloon and retrieved back to the guide catheter where the whole system was removed via a small sit down. The procedure was then completed 3.0x16 synergy drug-eluting stent. No patient complications were reported.